Manufacturer narrative:
Abbott informatics confirmed preliminary report results were reported as "pending" for the electronic message to the data warehouse. Customer support conducted a web-ex with the customer and continued to problem solve the issue. The focus was on logic script using resend_hl7_manually adjusted for the specific reports which allowed the reports to be transmitted successfully to the data warehouse and electronic control lab reporting system (eclrs). The root cause was identified and corrected. The issue is limited to this customer due to customer specific configuration. A similar issue was reported by the same customer and it was reported to the FDA under MDR 3006130047-2016-00001. The hard copy of the preliminary report is correct with the accurate results. The final version of reports would not have been impacted by this event. There are no reports of adverse health consequences due to this issue.

Event description:
Starlims public health solution is intended for use by public health laboratory professionals and it is designed to receive and process samples from clinical, culture, environmental, food and other ad-hoc or planned sample submissions. The application provides single and multiple site facilities the ability to store, retrieve, process and manage the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until the report (including patient report) is generated and released. Sample information may also be retained and used for epidemiological studies or submission to adjunct agencies such as governmental public health organizations. When the software is deployed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. Each laboratory enters their specific reporting rules for reporting samples through various electronic interfaces. A customer notified abbott informatics that the preliminary reports are not being created correctly within the electronic control lab reporting system (eclrs) xml file when specimens are released by the panel.

Manufacturer narrative:
The report date in the initial report ought to have been 06/21/2016, the date the MDR was submitted.

Event description:
.